Manufacturer narrative:
Qn# (B)(4). The actual sample involved in the complaint was not returned for evaluation; therefore, a representative sample was taken from current production at the manufacturing facility. A visual exam was performed on the representative sample and no defects were observed. The blue cuff and the clear cuff were then inflated to 25mbar using a calibrated endotest. The cuffs were inflated and deflated with no issues. The sample was then immersed in water to check for leaks. No bubbles were observed coming from the cuffs indicating there were no leaks. A device history record review was performed and no relevant findings were identified. Although there were no issues found with the production sample, the complaint could not be confirmed as the actual sample is needed to perform a proper investigation and determine a root cause.

Event description:
It was reported that "after intubation the cuff does not inflate regularly by preventing the exclusion of the lung and stopping the procedure". No patient injury or desaturation reported. Patient condition reported to be fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "after intubation the cuff does not inflate regularly by preventing the exclusion of the lung and stopping the procedure". No patient injury or desaturation reported. Patient condition reported to be fine.